Event description:
On (B)(6) 2019, the lay user/patient¿s granddaughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the initial call with the patient. The reporter was unable to specify when the alleged inaccuracy issue first began but claimed that she had previously noticed some ¿potential inaccuracies¿ with the subject meter prior to the day she contacted lfs. It was not reported what diabetes management routine the patient was following or if he had made any changes to this routine due to the alleged inaccuracy issue with the subject meter. The reporter claimed that on (B)(6) 2019 at an unspecified time the patient had developed symptoms of ¿shaking, going in and out of consciousness and was having convulsions¿ and that in response to the patient¿s symptoms the paramedics were called to the house. When the paramedics arrived, they tested the patient¿s blood glucose and compared the results obtained between the patient¿s and the paramedic¿s meters. The reporter alleged obtaining inaccurate high results of ¿92, 89 and 111 mg/dl¿ with the subject meter compared to the paramedic¿s meter which read approximately ¿21 points lower¿ to each reading obtained. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter claimed that the patient received treatment of ¿fluids and food¿ for the symptoms developed. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The csr was unable to walk the reporter through performing a control test on the subject meter as she did not have any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product.